Manufacturer narrative:
Device evaluation summary: the nanocross elite dilatation catheter was received for evaluation along with the silverhawk device. No cine images from the procedure were received for evaluation. The nanocross elite dilatation catheter was received in a post inflation profile with sanguine residue on the exterior of the catheter. A clear fluid was noted in the inflation pathway of the catheter. The proximal balloon bond to outer shaft was examined. The damage to the outer shaft is consistent with the balloon being placed too far into the pleat fold head was noted. A 10cc water filled syringe was attached to the proximal hub of the y-manifold on the catheter. When flushed a clear steady stream of fluid was observed exiting the distal tip of the catheter. A 0.014¿ guidewire was loaded through the distal tip of the catheter with ease. The guidewire could successfully navigate the full length of the catheter with ease. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An atherectomy procedure of the peroneal artery was performed using a silverhawk device, followed by balloon angioplasty of the superficial femoral artery (sfa)/ politeal artery area using a nanocross elite balloon. The lesion in the peroneal artery was reported to have chronic total occlusion. It was reported that the tip of the silverhawk device detached while it was being withdrawn into the sheath due to wire prolapse around the nosecone. The separated tip remained in the sheath, and was removed from the patient¿s body. During the same procedure, a nanocross elite balloon was used to treat a lesion in the superficial femoral artery/popliteal artery area. The balloon was inflated to 8 atm pressure. It was reported that difficulty was experienced while deflating the balloon. Upon several attempts to deflate, the balloon was about 60% deflated and was pulled back into the sheath. While withdrawing into the sheath, some fluid came out. The balloon was successfully removed from the patient¿s body. The puncture site was closed using a non-medtronic vascular closure device. No injury to the patient was reported. The patient was doing well on follow-up visit.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.